Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was having difficulty being interrogated by a programmer. Technical services (ts) was contacted and discussed possible troubleshooting options. Additionally, ts recommended follow up with the clinic because after troubleshooting the device still could not be interrogated. This pacemaker remains in service. No adverse patient effects were reported.